Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation, the monitor was unable to power up. The cause for the power-up failure was thermal damage to capacitor c9 and the capacitor trace on the monitor c/a board. There were also signs of corrosion on the c/a board. The root cause for the c9 failure could not be positively identified, but was likely ingress of an unknown liquid. Device evaluation of battery packs sn (B)(4) and sn (B)(4) is currently underway. The reported problem (unable to power up monitor) was confirmed. Upon investigation, the battery packs were unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the contamination and c9 failure and the defective battery packs. The pt received a replacement monitor and two replacement battery packs. Monitor sn (B)(4) manufactured march 2012.

Event description:
The wife of a (B)(6) male pt called zoll customer support that the pt's batteries would not power up the monitor. The pt was issued a replacement monitor and two battery packs.